Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: keypad symbols are worn off, cover is intact and the up/down/ok buttons respond intermittently. Keypad cover was removed and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor stated that the buttons on the keypad were unresponsive and the keypad was peeled and torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.